Event description:
A customer¿s mother, who is the caregiver, reported high readings on the adc freestyle libre sensor when compared to the competitor's meter. The caregiver further reported that on (B)(6) 2020, the sensor received ¿hi¿ (readings greater than 500 mg/dl) message compared to a reading of 38 mg/dl on the competitor's meter. The customer experienced symptoms of ¿hypoglycemia, sweating, and paleness¿ and was incapable of self-treating. The caregiver discontinued the customer's insulin pump and treated the customer with oral glucose, and no further treatment information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer¿s mother, who is the caregiver, reported high readings on the adc freestyle libre sensor when compared to the competitor's meter. The caregiver further reported that on (B)(6) 2020, the sensor received ¿hi¿ (readings greater than 500 mg/dl) message compared to a reading of 38 mg/dl on the competitor's meter. The customer experienced symptoms of ¿hypoglycemia, sweating, and pale¿ and was incapable of self-treating. The caregiver discontinued the customer's insulin pump and treated the customer with oral glucose, and no further treatment information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer¿s mother, who is the caregiver, reported high readings on the adc freestyle libre sensor when compared to the competitor's meter. The caregiver further reported that on (B)(6) 2020, the sensor received ¿hi¿ (readings greater than 500 mg/dl) message compared to a reading of 38 mg/dl on the competitor's meter. The customer experienced symptoms of ¿hypoglycemia, sweating, and pale¿ and was incapable of self-treating. The caregiver discontinued the customer's insulin pump and treated the customer with oral glucose, and no further treatment information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.